Manufacturer narrative:
(B)(4). The device history review for the product weckvista access balloon port 10mmx100mm, lot #73m1500295 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The balloon burst when inflated with 20 cc. It was reported that there were no clinical consequences.